Event description:
Olympus was informed that during a diagnostic colonoscopy, toward the end of the procedure, the image went black. There was no pt injury and the procedure was completed using a different but similar device.

Manufacturer narrative:
The device referred to in this report was returned to olympus for eval. The eval duplicated a complete loss of image. Additionally, the colonovideoscope was found to be leaking at the instrument channel and showed signs of fluid invasion inside the bending section. Further, the air/water nozzle was found to be sharp, and the distal end cover was cracked. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.